Manufacturer narrative:
Additional information was received on (B)(6) 2020. When the devices were explanted, they were replaced with allergan natrelle inspira style srf implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with a mentor smooth round moderate profile 350cc saline prosthesis experienced right sided deflation post procedure. The right implant appeared to be inflated to roughly half the volume as the left one. As a result, an explant with planned gel replacement was performed on (B)(6) 2020.